Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was re-implanted on (B)(6) 2017. Reason for explantation is unknown.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. This is a final repot.

Event description:
The user was re-implanted on (B)(6) 2017; the reason for the explantation is unknown.

Manufacturer narrative:
According to the currently available information, damage to the active electrode caused by excessive mechanical stress is very likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted, but has not been received for investigation yet.

Event description:
The user was re-implanted on (B)(6), 2017; the reason for the explantation is unknown. Neither the explanted device nor further information has been received despite requests.